Manufacturer narrative:
The devices referenced in this report were not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus received a medwatch report, which stated: "physician was using a continuous flow resectoscope for removing a bladder tumor. First resectoscope did not spin, second resectoscope a screw fell out, third resectoscope water flow was inadequate and decreased visibility. After obtaining the fourth resectoscope, the remainder of the procedure was completed with no further complications." Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that one of the working elements had a screw fall out during assembly, prior to insertion into the patient. The working element was replaced with another working element and the procedure was completed with no further complications. The subject device referenced in the uf/ importer report is a resectoscope with wa22061b listed as the catalog number. However, wa22061b is the model of an olympus working element, which was referenced as the subject device in this report.